Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 70 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 352 mg/dl and 362 mg/dl. Verified storage of product is within instructed spec since they are kept in bedroom closet. Test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 1: 417 mg/dl, (B)(6) 2015, 12:00 pm; 2: 143 mg/dl, (B)(6) 2015, 12:41 pm; 3: 349 mg/dl, (B)(6) 2015, 11:03 pm; 4: 458 mg/dl, (B)(6) 2015, 09:00 pm; 5: 305 mg/dl, (B)(6) 2015, 01:04 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction of device returned date from 7/15/2015 to 7/14/2015.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 70 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6)2015. Currently taking insulin to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 341 mg/dl and 364 mg/dl. Verified storage of product is within instructed specification since they are kept in bedroom closet. Test strip lot manufacturer's expiration date is 04/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.